Event description:
It was reported that the system would not produce an image. No impact or injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu battery and the filter board. The system operates as intended.